Manufacturer narrative:
The field service engineer found an issue with the sample probe. He replaced the sample probe and performed adjustments. He ran qc and precision, which were within specification. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The k electrode lot number was dye with an expiration date of 04-may-2026. The cl electrode lot number was eax with an expiration date of 15-mar-2026.

Event description:
The initial reporter questioned ise results for multiple patient samples tested on a cobas 6000 c (501) module. The customer alleged having issues since (B)(6) 2025. The field service engineer (fse) adjusted the sample probe on (B)(6) 2025. The customer was receiving "abnormal probe sucking" errors several hours before the event on (B)(6) 2025. Discrepant results were provided for 1 patient sample tested for ise indirect na-k-cl for gen.2 (cl) and potassium electrode (k). The initial k result was 5.7 mmol/l. The repeat result was 4.2 mmol/l. The initial cl result was 68.7 mmol/l. The repeat result was 98 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct.